Event description:
It was reported that the touchscreen has lines displayed across the screen. Reportedly, the image is distorted. There was no patient involvement as the pump was not used for insulin therapy.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.